Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous transluminal coronary rotational atherectomy treatment procedure, a burr became stuck. The target lesion was located in the left anterior descending artery (lad). During ablation, the 1.5mm rotalink burr became stuck in the lesion. It was removed and the procedure was completed with this device. No patient complications were reported and patient status is good.

Event description:
It was further reported that access was gained via the left femoral artery. The lesion was 95% stenosed, and the vessel was severely calcified. The burr ablation speed was platformed at 160,000. The burr was removed by pulling it back.